Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 9680001-2018-00105, 2182269-2018-00091, 2182269-2018-00092, 3005334138-2018-00209. During a wide area circumferential atrial fibrillation ablation procedure a cardiac perforation occurred. Following dual transseptal access and pulmonary vein ablation a perforation was diagnosed via an ultrasound catheter. A pericardiocentesis was performed to stabilize the patient. The ablation procedure was continued with no further adverse patient consequences. There were no performance issues with any abbott device.